Manufacturer narrative:
Evaluation of complaint data for the lots identified normal complaint activity. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Labeling was reviewed and found to adequately address the issue. A review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hcv lots 70080m500 and 72105m500 are less than the package insert's upper 95% confidence intervals. Labeling claims were met for specificity; there is no product deficiency. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant: abbott esa chagas; list # 08l34-68; lot # a00001300 and prism chagas; list # 07k35-68; lot # 68048m500.

Event description:
The customer reported increase in repeat (B)(6) prism (B)(6) and prism (B)(6) results in (B)(6) 2017. Of 14 (B)(6) samples 7 were (B)(6) with (B)(6). Supplemental/confirmatory testing was performed with ortho (B)(6) (2 (B)(6), 5 not tested); ortho (B)(6) all 7 (B)(6); abbott (B)(6) esa (6 (B)(6), one not tested). There was no reported impact to donor/patient management. There was no additional donor information provided.